Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart after changing the battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer has two back up pumps in hand and one has an unexpected restart alarm and the other has an external ram crc error alarm. Customer lost her current pump in a pool class and doesn't know where it is at the moment. After troubleshooting, customer received another unexpected restart alarm after a battery change. Customer stored this pump away for a couple of months. Customer states a temp basal was not programmed before the unexpected restart alarm occurred. Customer states the pump was stored or not in use for an extended period of time. Customer advised to monitor the pump and call if issues recur. The insulin pump will not be returned for analysis.